Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "extreme pain in left breast" and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: device appears to trigger rejection and capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extreme pain in left breast" and capsular contracture baker grade iii.

Event description:
Healthcare professional reported "extreme pain in left breast" and capsular contracture baker grade iii. The device remains implanted.